Event description:
A medwatch report was received with the following event description: while working a full arrest, co charged the quick-combo pads which were applied anterior/posterior and defibrillated the pt for the 5th time. Upon discharging the monitor, there was an arc from the anterior pad. The arc appeared to have come from the area near the cable where it attached to the pad. Facility immediately switched to a new set of pads while administering drug therapy and CPR. The incident did not cause any injury to the pt or the paramedics on the scene. It also did not change the outcome of the call. Pt care was never compromised.